Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: this report, 2245270-2022-00081. One failed sample will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Upon redressing infant's left arm peripherally inserted central catheter (PICC), a bubble of IV fluid at the connection of the external catheter and the hub of the catheter was noted. When wiped away with a sterile gauze, fluid reaccumulated. PICC removed.

Event description:
Upon redressing infant's left arm peripherally inserted central catheter (PICC), a bubble of IV fluid at the connection of the external catheter and the hub of the catheter was noted. When wiped away with a sterile gauze, fluid reaccumulated. PICC removed.

Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00080; 2245270-2022-00081. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter as a sample. The faulty sample returned by the customer was shortened by the user at 18 cm. During the examination of the sample, we found that the catheter was leaking next to the fixation in an attempt to flush it with water using a 10 ml syringe. There was a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. Microscopic examination of the fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. We know from a previous complaint for the same reason (ref: (B)(4) (2805) that alcohol-based chlorhexidine is used at this hospital and according to the pir, chlorhexidine was also used for this complaint. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning on the label and a separate warning leaflet in each blister concerning the use of alcohol-based disinfectant. A review of the batch history records was performed for batches 8137379, 8167478 and 8171598, and no deviations were found. The batches complied to their specifications and were released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: based on the investigation, this issue could not be traced to manufacturing defect. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action is initiated by quality management.